Event description:
It was reported that a novum iq large volume pump under infused flagyl during patient therapy in the emergency department. The flagyl was ordered at 100ml/hr and the pump under-dosed as 14gtt/min instead of 16gtt/min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the event history log confirmed an infusion of metronidazole (brand name of flagyl) in adult care area with concentration: 500 mg / 100 ml. Infusion started by the user at 12:48 and confirmed rate 100ml/hr, vtbi 100ml. The pump stopped due to a ¿downstream occlusion!¿ alarm and user cleared the alarm at 12:52. The pump stopped due to a ¿downstream occlusion!¿ alarm and user cleared the alarm at 12:57. The pump stopped due to a ¿downstream occlusion!¿ alarm and user cleared the alarm at 13:00. The infusion stopped by user at 13:01. No conclusions could be drawn from the history log review. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: on 11 apr 2025, baxter product surveillance identified the correct aware date to be 25 feb 2025. Should additional relevant information become available, a supplemental report will be submitted.